Manufacturer narrative:
The device is not available for analysis; however, the customer provided an image which did not show a fiber break. Therefore, the reported device performance allegation cannot be confirmed. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could have contributed to the complaint. The DHR review confirms that the accepted was manufactured per the device master record. The labeling review found that the product instruction for use (IFU) states: warning - a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not lead to a clear conclusion about the cause of the reported event, the investigation conclusion code selected for this complaint is unable to exclude device problem.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure to treated benign prostatic hyperplasia, the fiber tip got broken down while firing. The procedure was completed with a new fiber. There was no patient complication.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure to treated benign prostatic hyperplasia, the fiber tip got broken down while firing. The procedure was completed with a new fiber. There was no patient complication.

Manufacturer narrative:
The device is not available for analysis; however, the customer provided an image which did not show a fiber break. Therefore, the reported device performance allegation cannot be confirmed. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could have contributed to the complaint. The DHR review confirms that the accepted was manufactured per the device master record. The labeling review found that the product instruction for use (IFU) states: warning - a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not lead to a clear conclusion about the cause of the reported event, the investigation conclusion code selected for this complaint is unable to exclude device problem.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure to treated benign prostatic hyperplasia, the fiber tip got broken down while firing. The procedure was completed with a new fiber. There was no patient complication.